Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). One device was received for evaluation. Visual inspection did not replicate the reported problem. It was determined that the downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.